Event description:
It was reported by the customer that a pyxis medstation es system transactions did not reflect on the server, preventing user from removing the required medications and causing patient care delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the data not populated in the server. A technical support specialist stopped and disabled the encrypt transfer load. Rewrite the query and enabled to resolve the issue. Functioned as intended after the customer troubleshooted the device.